Manufacturer narrative:
Only two segments of this lead were returned to our post market quality assurance laboratory, having been severed during the explant procedure. The lead tip appeared to be stretched/fractured off and was not returned. Visual examination noted that the cathode coil had become deformed during the implant procedure. This deformation of the inner coil could have impacted transfer of torque down the lead and; subsequently, could have impacted the extendable/retractable helix functionality.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited helix extension issues. As such the lead was removed with some difficulty but successfully replaced. Product investigation confirmed that the lead had been damaged during the explant procedure. No adverse patient effects were reported.